Event description:
A health care professional reported the lead was replaced due to intermittent ventricular oversensing and intermittent loss of capture. Review of information from the device indicated low impedance. No patient complications have been reported as a result of this event.